Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot yet be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy the lower jaw of the thunderbeat became detached and fell inside a patient . The detached piece was retrieved from the patient using an unidentified laparoscopic grasper. No reported patient injury. The procedure was completed using a similar but different device.